Event description:
It was reported that a male patient, who had their hip implanted on (B)(6) 2019, is scheduled for a revision procedure on (B)(6) 2022. The notified revision procedure was confirmed to have occurred per the reported date, approximately 3 years post the initial procedure. No further information known at this time.

Manufacturer narrative:
Concomitant medical products: (B)(4), 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. (B)(4), 180-65-25 - alteon 6.5mm screw, 25mm. (B)(4), 180-65-25 - alteon 6.5mm screw, 25mm. (B)(4), 186-01-52 - integrip cc, cluster 52mm. (B)(4), 188-00-08 - wedge plasma s/o sz 8. Unassigned, 32135-38h - flex drill m 3.2x38 hd lenkbar. Recall number : z-1729-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason reported.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings). The following sections were corrected: h6 (health effect - clinical code, medical device problem code, component code). The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.